Event description:
Procedure: pelvic laparoscopy and endometrial biopsy. A versaport trocar 5-8 mm, inserted through the umbilical/camera site, nicked the left common iliac arterty on insertion, causing extensive blood loss. Unfortunately, the device is not available for inspection, so no conclusive examination can be made. Circumstances: the patient was not excessively thin nor obese. Patient was not excessively muscular nor had any previous surgery, where adhesions may have formed post operatively. Patient was in a trendelenberg position with head lowered. Pneumoperitoneum was achieved in the usual manner, to between 12/15 mmhg with about 4 litres of gas. Dr. Reported that nothing felt significantly different from any other procedure, when inserting the port, then on reflection stated that he noticed a little more resistance than normal when inserting the trocar, but nothing that immediately warranted concern. With the port in place, dr. Inserted an 8mm camera and immediately noticed that the cavity was filling with blood. The blood in the cavity obscured the source of the bleeding. The distal end of the aorta was clamped, above the iliac bifurcation, and a vascular surgeon was called as consult on the case. Upon examination, it was concluded that the iliac artery had been nicked but not severed, and the iliac vein has been grazed. There was no evidence of injury to the bowel. Vascular surgeon repaired the vessel and the patient was taken to ICU. Patient received 9 units of blood and was put on a ventilator. The patient remained in the ICU for 7 days the following day the patient had returned to a normal surgical ward and was doing well with no further adverse sequelae. Dr. Has around 14 years of experience as a consultant gynecologist and has traditionally used re-usable ports. He started using the versaport rpf about 4 weeks prior to this incident. Dr. Suggested to the sales representative during their meeting, that anatomical peculiarity could have resulted in this complication. The sales representative explained and demonstrated again to the surgeon the appropriate use of the trocar. The sales representative also reported observing a similar procedure with a trocar from the same lot as the one involved in the incident, and all worked well despite the patient in the procedure being very thin.